Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line) alarm. This occurred during a drain cycle of peritoneal dialysis (pd) therapy. The caregiver stated that the patient line was not properly primed prior to therapy. The technical services representative assisted the caregiver in clearing the alarm and advised the caregiver to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.